Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced vascular dissection that required stenting. It was reported that while exchanging the vizigo sheath for the boston scientific faradrive sheath, the physician reported resistance with the faradrive sheath. The blood pressure then dropped and the physician found an inferior vena cava (ivc) "bleed" dissection using fluoroscopy with contrast. Interventional cardiology was called into balloon and potentially place a stent. The patient was stable. Additional information was received. Intervention provided was a stent. The patient fully recovered. Patient was admitted to the intensive care unit (ICU). The physician's opinion on the cause of the adverse event was a sheath exchange issue.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).